Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system door had failed. A field service engineer (fse) arrived at the station and found no drawer failures upon arrival. All doors passed the final test in the hardware test application, except for door 4, where the fse heard a faint triple click. The station was shut down, and the latch column was removed. Conductive grease was applied, and connections were tightened on door 2. Fse tested the doors using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.